Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2020 it was reported that the pump got infected in (B)(6) 2020. The pump was explanted on (B)(6) 2020. The patient was admitted to the hospital and given IV (intravenous) antibiotics. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and it was indicated that the hcp had no additional information to provide regarding the event. The patient status was reported as ¿alive; no injury¿. No further complications were reported/anticipated.